Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4).

Event description:
It was reported that the patient was septic due to a (B)(6) infection. The source of the (B)(6) is not known. The patient's implantable cardioverter defibrillator (ICD) was explanted followed by explant of the leads the next day. The patient was treated with antibiotics and the system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.